Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 patient code: no code available (3191) used to capture the emotional distress and bone injury.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Wwcapa (B)(4) superseded by mdd CAPA (B)(4) was established regarding root cause and/or corrective actions. Reference: mdd CAPA-(B)(4). Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore, if lot codes are provided, no DHR (device history record) review or complaint database search for this individual asr component will be carried out at this time. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint was re-opened 6 march 2019 after receiving litigation papers. No new information received changes the original investigation report. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implant sticker sheet and medical records received. After review of medical records, the patient was revised to address a failed depuy asr left total hip with metallosis. There was elevation of serum iron levels and a collection of fluid consistent with the pseudocapsule that forms with metallosis from an MRI report. Operative findings include: cloudy fluid consistent with metallosis along with sclerotic bone. Finally, it was indicated that the patient had a foot drop on the operative side.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter is a non-healthcare professional. (B)(4).

Event description:
Litigation alleges injury, pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization, acute localized damage to tissue and/or bone surrounding the acetabulum, elevated blood chromium and cobalt, and emotional distress. Doi: (B)(6) 2006 - dor: (B)(6) 2018 (left hip).